Event description:
A malfunction was reported on the customer's pump. Despite the issue, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer continued to use the pump for insulin therapy.